Event description:
It was reported that during a cardiac ablation procedure using the arctic front advance balloon catheter, the inner lumen tubing kinked while inside the patient. The catheter was safely removed and replaced with another balloon catheter, and the procedure was completed without further issues or adverse effects to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 22304 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle. Review of the smart chip data indicated the catheter was used for one application; however, the catheter usage date recorded on the smart chip data did not correspond to the event date. The catheter was recognized and passed the electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation, a kinked guidewire lumen was observed inside of the balloon. Pressure testing and dissection of the shaft showed a guidewire lumen kink/twist 1.4 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported guidewire lumen kink was confirmed during return product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.